Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod failed to adhere. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation results found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. The exact cause of the reported event could not be determined. The exterior portion of the soft cannula was observed to be stretched. Based upon the downloaded data it does not appear to have affected the device's ability to deliver insulin during runtime. The exact timing and cause of the stretch could not be determined. An 0xca hazard alarm was observed in the data indicating algorithm run too late. No damages or defects that would contribute to this alarm were observed. The device was reset and ran a 5 unit bolus with no issues. The exact cause of the alarm could not be determined.